Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker went into backup vvi. No intervention was performed. There were no patient consequences.

Event description:
New information received indicates that the backup mode issue persisted, the pacemaker was failed to be interrogated via inductive telemetry and no radio frequency (rf) telemetry established. The pacemaker was explanted and replaced on (B)(6) 2026. There were no patient consequences.

Manufacturer narrative:
Correction: section h6. Medical device problem code should have been " device in backup, mode" rather than "inappropriate or unexpected reset".